Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they went in for an MRI. The week before the MRI, they tested to make sure they could turn their system off. They thought they turned therapy back on again but since then for the last 2 weeks their bladder had gotten worse and worse. They were previously getting up 0 to 2 times a night which had now increased to 6 times a night. The MRI was for a pinched nerve and patient asked both their neurologist and neurosurgeon if this pinching nerve could be causing their bladder issues and neither one of them thought so and they told patient to contact [manufacturer]. Patient denied any falls or traumas but reported they rolled over in bed and something felt like it moved inside of them that they had never felt before. Patient did not know if that would be something that might have caused that but they thought it was probably doing something to the back. The occurred probably about 6 weeks ago. Patient services reviewed how to check device settings. Therapy was on and set to program 4 at 1.8 volts. Patient increased the stimulation and will maintain stimulation at a comfortable level and will continue to track symptoms. They were redirected to doctor if issue persists for possible device check.